Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "767-high" mg/dl. Cause was not known. Customer tried to address the bg with a correction bolus via the pump. Reportedly, the customer was already admitted to the hospital for a non-diabetic event, so the customer was treated with intravenous drip to address the elevated bg.